Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected intermittent undersensing. The left ventricular (lv) lead exhibited possible high pacing thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.